Event description:
International (B)(6) complaint received concerning leakage incident with use of d1000 tego connectors and unknown mating dialysis catheter/tubing lines. It was reported that "...blood is leaking in the silicone housing." There were no reported adverse patient consequences. Additional information requested, as of the date of this report, no follow up responses have been received. The involved tego connector is reportedly available to be returned to the manufacturer for analysis and confirmation. MFR initial investigation: a review of the MFR lot build database for the reported lot # 2646122 (MFR date 03/2013) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build.